Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, there is a possibility that the endoscope could not be detected and scope error e315 occurred due to a failure of the ap board. The cause of the ap board failure could not be identified. -from the evaluation result of the device, it was confirmed that the reported event was reproduced and caused by the failure of the ap board. -no information was provided about the cause of the ap board failure. -there was no abnormality in the manufacturing history of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device could not recognize the olympus 180 series endoscope. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus korea co., ltd. (Okr) and found that the endoscopic image was not displayed due to the looseness of the video connector socket, and scope error e315 occurred. Error e315 means that the endoscope is incompatible with the video system center, or the video system center or the endoscope malfunctions.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, it was found that the video connector socket was loose due to a defect in the ap board. The device had previously experienced similar malfunctions. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.